Event description:
As reported, during the procedure, the cutting balloon was placed through the cell of a pre-existing stent in order to reach a lesion in the diagonal artery. The lesion was treated successfully. Upon removal of the cutting balloon, it was noted that the distal portion of the balloon was torn and the marker band appeared to be missing. The patient was re-examined under fluoroscopy and the distal marker band was noted to be retained in the lad artery. The retained marker band compromised flow through the vessels and the patient experienced symptoms of chest pain. A regular ptca balloon was used in the ostial area of the lad/diagonal arteries. The treatment was successful in restoring blood flow through the vessels and the patient's symptoms were relieved. Patient was treated with plavix (anti-platelet medication) and remains symptom-free. Patient status reported as fine.